Event description:
Customer reported alaris system was infusing 4 channels to an ICU intubated, sedated patient. The system was on battery power for 3 hours when the patient was transported down for an MRI. There the pc unit alarmed for a low battery alarm and in less than 30 seconds later went into a battery discharged alarm and the attached infusions were stopped. The patient started to come out of sedation. The nurse was present and called the ICU to have medications brought down to manually push. The unspecified meds were manually given and the patient was again sedated. There was no patient harm. No further patient/event information was available.

Manufacturer narrative:
(B)(4). (B)(4). The facility's biomed reconditioned the pc unit battery and performed preventive maintenance with passing results. Additionally, he reviewed the event logs without noticing any issues. All involved units were tested and put back into circulation. No devices will be returned for further analysis. Per the alaris system directions for use, it states that the battery run time is a function of battery maintenance and care, the number of modules attached and module activity. With a new, fully charged battery, the system may operate 3 hours with 4 pump modules infusing at 25ml/h before a "battery discharged' message occurs. For the reported event the system appears to have been within specification. The device history record was reviewed at the manufacturing facility, and it did not show any manufacturing issues during production build for the involved pc unit. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported and indicated no prior service repair history for the suspect pc unit/serial#.